Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f terumo pinnacle sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size greater than 5mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the black shuttle cartridge split when the technician was advancing the green shuttle down. The device was removed and the patient was converted to approximately 45 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle. The procedural sheath was abutting the balloon. The sealant was exposed beyond the slit of the shuttle tube. The mynxgrip device is manufactured with a slit at the distal end of the shuttle cartridge. If the sealant sleeve is displaced, the slit will become visible. Additionally, when the slit on the shuttle cartridge tubing opens, it may prevent the shuttle cartridge from breaching the valve of the sheath. It should be noted that the instruction for use states: do not remove sealant sleeve. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The introducer sheath was inspected for anomalies i.e. Kinks, deformity that may have obstructed the device path during retraction. No anomalies were observed. Based on the provided information and the investigation performed, the probable cause for the reported event could not be conclusively determined. The review of the lhr (lot f1226401) indicated that the device lot met all established performance criteria prior to shipment.